Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not resterilize. - for urological use only." The device was not returned.

Event description:
It was reported that when the nurse pulled out the urinal canal for the patient, the fluid in the water sac could not be extracted. The bladder puncture was conducted under the guidance of b-ultrasound, the water sac was pricked to pull out the urinal canal. Per follow up with ibc via mail on 05dec2020, there was no extra injury caused to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the nurse pulled out the urinal canal for the patient, the fluid in the water sac could not be extracted. The bladder puncture was conducted under the guidance of b-ultrasound, the water sac was pricked to pull out the urinal canal.